Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. The initial reporter also notified the FDA on jul, 2022. Medwatch report # (B)(4).

Event description:
It was reported that the bd alaris pump module smartsite infusion set experienced foreign matter in fluid pathway. The following information was provided by the initial reporter: staff nurse identified discoloration of IV tubing.

Event description:
It was reported that the bd alaris pump module smartsite infusion set experienced foreign matter in fluid pathway. The following information was provided by the initial reporter: staff nurse identified discoloration of IV tubing.

Manufacturer narrative:
The following fields were updated due to additional information: d4: medical device lot #: 19065147, d4: medical device expiration date: 31-may-2022, h4: device manufacture date: 30-may-2019. D4: medical device lot #: 20043019, d4: medical device expiration date: 30-apr-2023, h4: device manufacture date: 31-mar-2020. D4: medical device lot #: 20043246, d4: medical device expiration date: 09-apr-2023, h4: device manufacture date: 07-apr-2020. D4: medical device lot #: 21053004, d4: medical device expiration date: 05-may-2024, h4: device manufacture date: 27-apr-2021. D4: medical device lot #: 22033176, d4: medical device expiration date: 10-mar-2025, h4: device manufacture date: 01-mar-2022. D4: medical device lot #: 22025053, d4: medical device expiration date: 03-feb-2025, h4: device manufacture date: 21-jan-2022. D10: device available for eval yes, d10: returned to manufacturer on: 22-aug-2022. H6: investigation summary: a complaint of tubing being discolored was received from the customer. Six samples (1 of each lot reported) was returned for investigation. Through visual inspection, the customer complaint was confirmed. The drip chamber and some of the tubing was discolored. A device history record review for model 2420-0500 lot numbers 19065147, 20043019, 20043246, 21053004, 22033176, and 22025053 was performed. The root cause of this discoloration is the sterilization process. This process can cause the tubing of the infusion sets to get darker in appearance. As the product ages the set can become darker as well. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.